Event description:
It was observed, that during the device evaluation. The subject device exhibited flooding and corrosion of electrical contacts. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: the watertight function did not work properly, due to the peeling of the cable film and damage to the connector. Resulting in flooding (cable and connector). Also, an electrical contact corrosion had occurred on the actual product. However, the root cause has not been identified from the investigation results. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.